Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.

Event description:
Customer reported a secondary infused faster than intended. Customer stated "when pump programmed to run ivpb acyclovir for over 1 hour, the medication was completed after 1/2 hour the actual bag was empty but the pump was still reading that the ivpb was still infusing. We disconnected the pump from pt. New pump was obtained and all meds were restarted." Customer did not observe back flow from the secondary into the primary. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info was provided by the user.